Event description:
It was reported that the vertical column on the 9900 system will intermittently hesitate while moving up or down. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply in the mainframe. The system was tested and found to be working as intended and placed back into service.